Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6944 lead implanted: 2004 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, a lead impedance out of range alert triggered, and the impedance trend on the atrial pacing lead was variable.

Event description:
It was reported that during a routine follow up visit, the atrial and right ventricular (rv) leads exhibited high and fluctuating impedances. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.